Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside a procedure, it was discovered that the x-ray on the image acquisition system (ias) was not initiating. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replacing power enclosure conversion resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. Power enclosure conversion has not been received by the manufacturer for evaluation.

Manufacturer narrative:
The enclosure power conversion was returned to the manufacturer for evaluation. After functional testing, visual/physical examination and examination of a similar product the reported issue was confirmed. The power conversion failed the bench test and the transistor had a short. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside a procedure, it was discovered that the x-ray on the image acquisition system (ias) was not initiating. There was no patient present when this issue was identified.